Event description:
It was reported that patient experienced recurring incontinence. Patient underwent a revision surgery. Artificial urinary sphincter (aus) device was explanted and replaced. No adverse patient effects.